Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The test strips were also returned but testing was not required since the alleged complaint does not apply to the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging she was unable to perform a test on her onetouch ultra meter due to accessing the memory mode instead of the testing mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at approximately 2pm. The patient attempted to test her blood glucose on the subject meter but instead of accessing the meter's test mode, she inadvertently went into the memory mode. The patient informed the cca that she was not taking any diabetes medications at the time of the alleged issue. The patient stated that she continued with her usual diabetes management routine when she was unable to get a reading. Approximately 1 hour later, the patient claimed that she developed symptoms of "shaking and sweating" but denied receiving any treatment for the alleged symptoms. At the time of troubleshooting, the cca noted that the issue with testing in the memory mode was resolved with training and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.